Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange could not be confirmed. The submitted log files were downloaded from the patient¿s primary controller, (B)(6). The log file contained data spanning approximately 5 days (B)(6) 2023 per timestamp). At 13:58:00 on (B)(6) 2023, the driveline was disconnected from the primary controller, activating a driveline disconnect alarm and causing the pump to stop. The driveline disconnect alarm resolved shortly later at 13:58:46, when it appeared that the driveline was reconnected to that controller. It cannot be conclusively determined if the driveline was connected to the backup controller during the 46 second driveline disconnect event, as no log files were submitted from (B)(6). It was communicated that there were no issues with (B)(6) which caused the patient to switch back to the other controller. No products were returned to abbott for analysis. The root cause of reported exchange could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-08496 and 2916596-2023-08526.

Manufacturer narrative:
Related MFR #: 2916596-2023-08496 (system controller); 2916596-2023-08526 (pump). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient exchanged system controllers after noticing driveline disconnect alarms, but it did not seem like any hazard alarm happened prior to controller exchange. Additional information stated that the patient and caretaker indicated that the controller was intermittently alarming after changing batteries. They did not specify what the alarm was, but the locking clip was unlocked (red button was visible) so caretaker decided to change controllers without checking the green pump running light, thinking the driveline was disconnected. Log files captured driveline disconnects on 28nov2023 at 13:50:00. No hazards appeared before the disconnect. It appeared the driveline was re-connected to the initial controller at 13:58:50. After that, the pump functioned as intended.